Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, doctor used power to implant a screw and the tip of the screw driver bit broke. Doctor and staff were aware of torque limiting device, they just used the power drill to far by accident. The broken piece was extracted. Doctor was happy with the screw and did not want to try and remove anything else.